Event description:
It was reported that a large volume folfusor experienced a leak. The leakage site was not specified. The issue occurred during filling of the device with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured april 20, 2014 to april 21, 2014. Evaluation summary: visual inspection noted fluid in the bag that contained the unit. The leak was coming from an untightened blue winged luer cap. A functional test was performed and the blue winged luer cap was hand tightened. The next day there were no signs of a leak at the luer cap. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.